Event description:
It was reported that, during an internal fixation surgery, the bit of a 1.5/2.0mm double-ended drill guide got stuck in the 1.5/2.0mm double-ended drill guide and broke. The drill bit broke while drilling inside the patient. One piece was stuck in the drill guide and the other was in the ao connector of the drill. The two pieces were then matched to each other and x-rays were taken to confirm there were no remaining pieces. Surgery was resumed, after a non-significant delay, with a smith and nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The 1.5mm drill guide sleeve was not returned to be able to determine if the drill bits became stuck within it. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, during an internal fixation surgery, the bit of a 1.5/2.0mm double-ended drill guide got stuck in the 1.5/2.0mm double-ended drill guide and broke. Incident occurred while the instruments were outside the patient. Surgery was resumed, after a non-significant delay, with a smith and nephew back-up device. Patient was not injured as consequence of this problem.